Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device took 25 minutes to decrease the water temperature from 25 to 6 degree c during preventive maintenance. The device was switched to the second one and under investigation at imi on april 14.

Event description:
It was reported that the arctic sun device took 25 minutes to decrease the water temperature from 25 to 6 degree c during preventive maintenance. The device was switched to the second one and under investigation at imi on (B)(6).

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was unable to be determined as the reported issue was unable to be duplicated. The device was evaluated and the reported issue was unconfirmed as the issue was unable to be duplicated. No repairs were made. The device underwent scheduled maintenance, a calibration and functional check and passed all applicable tests. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.